Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had contacted their doctor who managed their device and had an appointment on (B)(6) 2026. Steps taken to resolve the flipping of the implanted device was on (B)(6) 2026. The device was interrogated and within normal limits reprogrammed and the patient felt stimulation in the rectum. The patient was losing weight and would be re-evaluated when they were done losing weight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/ bowel dysfunction it was reported that patient said they have an MRI scheduled for tomorrow and wanted to know how to use their equipment to activate MRI mode. Worked with patient;, after repositioning the communicator several times patient was successful to activate MRI mode. The patient mentioned other medical history. This included patient said it has always been difficult to synch up because the ins is moving, they noticed this in february, their doctor noticed it looked like it had moved a little bit. During the call patient said:, "it flipped up, and after they flipped it down, then they were successful in syncing with their ins. Redirected to report the ins movement to their doctor. Patient said they will stop by their doctor's office tomorrow.